Event description:
Pt had a medtronic defibrillator implanted in 2005, with the sprint fidelis leads. In 2006, pt experienced a shock from the defibrillator. Prior advice from his doctor was to sit down, avoid exertion, and report the event if it was repeated a second time. On the night of the same date -or early the day-, having gone to bed for the night, pt experienced a long series of shocks from the defibrillator numbering 11 shocks in a period of about one hr. He was taken by ambulance to the hospital. While at the hospital, he was examined by a medtronic manufacturer's rep who stated, that he could not read the history from the device. Pt was released from the hospital four days later and flew home one day later. While at the hospital and afterward under the care of his own cardiologist, pt was given amiodarone, and subsequently suffered severe lung damage that now requires him to have 24/7 oxygen.